Event description:
The reporter indicated that according to the programmer printouts, the device reported a 32-second automatic reform charge time. Subsequently, a manual reform charge time of 31.5 seconds was measured. In addition, the device status screen indicated an end-of svc battery status.